Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and rib stimulation due to lead migration which was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well post-operatively. No device malfunction was suspected. Nothing will be returned due to hospital policy.